Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.